Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed and the reported issue was confirmed. The speaker wiring is intact with no obvious signs indicating damage and the interconnect board showed no signs of corrosion. The probable cause was due to electrical component interference. The device was repaired by replacing the primary speaker assembly. The device passed all testing after repairs.

Event description:
It was reported that a primary audible background test error had occurred. The event had occurred during infusion. No symptoms were reported.